Event description:
Shiley received a report that a patient had his bjork-shiley convexo-concave 70 degree mitral heart valve explanted, allegedly, due to endocarditis and pannus formation. The mitral valve was sent to shiley for examination 12 years following explantation. Microscopic examination revealed a single leg separation of the right leg of the outlet strut.

Manufacturer narrative:
The valve was examined with a light microscope at 20x magnification. The right leg of the outlet strut was found to have separated from the valve flange (termed a "single leg separation"). The left leg was found to be intact. According to the valve examination report, wear patterns, scratches, and instrument marks typical for valves implanted for periods greater than 14 years were noted on the outlet strut, inlet strut, flange inner diameter, rims, and disc.